Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing where therapy was delayed for more than 60 seconds. Additional information received indicated that initially, the patient presented to clinic due to high pacing thresholds. During defibrillation threshold (dft) testing, undersensing was observed and the patient was required to be externally rescued. The physician elected to replace the lead. This rv lead was surgically abandoned. No additional adverse patient effects were reported.